Event description:
Medtronic received info that the pt with this bioprosthetic aortic valve exhibited shortness of breath, fatigue and aortic insufficiency. Peak 80mmhg noted by echo. The valve was subsequently explanted, and the valve sinuses appeared to be filled with fibrinous material. The valve leaflets were affixed in a nearly close position with a small opening in the center. The surgeon stated, he could not see anything structurally abnormal with the valve. No paravalvular leak. The valve was replaced with no reported adverse pt effects.

Manufacturer narrative:
Analysis: received in a clear solution, 0.2% glutaraldehyde, in an explaint kit. All cusps are intact on the inflow. The non-coronary and left cusps are stiff due to off white thrombotic appearing host material on the outflow. The right cusp is stiff but slightly flexible except where thick thrombotic appearing host material is present along the margin of attachment on the outflow. Glistening off white pannus extends along tissue and base stitching adjacent to the left and right cusps into the left right inferior coaptive area and 1 to 1.5 mm onto all cusps reducing the inflow orifice area. Thick off white thrombotic appearing host material fills and stiffens the non-coronary and left cusps on the outflow extending slightly onto the outflow rails. Off white thrombotic appearing host material is also present on the outflow of the right cusp adjacent to the margin of attachment. Radiography shows no evidence of mineralization in the valve and host tissue. The DHR for this device was reviewed and no issues were identified that would have impacted this event. Conclusion: the analysis of the device shows that the event was caused by thrombus, a known event attributed to the pt. The device was replaced with no reported adverse pt effects.